Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn noted that the patient's chemotherapy medication and fluids were leaking onto the patient and surrounding area. Upon assessment, the rn found that the needle-free valve connecting the tubing set to the "depot port" was almost disconnected from the tubing set. Another nurse noted that the tubing set only required a small pull to disconnect the tubing set from the needle free valve instead of the twisting motion that is usually required to disconnect the two products from each other. The tubing set was able to be reconnected and the chemotherapy and fluid leak was cleaned from the patient and the surrounding area using the appropriate measures. There was no harm caused to the patient.